Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary had drawer failure and the drawer failed to stay closed. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the reported malfunction could not be reproduced. A field service engineer conducted preventive maintenance and stated no defects found. The system functioned as intended after the field service engineer troubleshot the device.